Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had a blackout occur when the video connector plug was touched. It is unknown when the unspecified procedure occurred. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Update: sections b3 and b5. The device was returned to olympus for inspection, and the reportable malfunction of blackout when touching the video connector plug was confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with specifications. Based on the results of the investigation, it was presumed that the phenomenon was caused by corrosion on the video connector receptacle. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation for use.